Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging migraines both during the day and at night for about 1 year. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for evaluation. There was no evidence of visible foam particles. In addition, the device will be scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.